Event description:
Information received by medtronic indicated that the battery contacts of the insulin pump were damaged. No harm requiring medical intervention was reported. The troubleshooting was not performed. It is unknown if the customer had discontinued using the device till they receive a replacement for the battery cap. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.